Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on" was confirmed during the functional testing and based on the review of the archive data. The root cause for the customer's reported ua07 error message was a defective load cell. The cracked cover and defective load cell were likely attributed to mishandling, such as a drop. Upon visual inspection, unrelated to the reported complaint, noticed that one end of the head restraint was heavily frayed, multiple cracks on the front enclosure, and a worn-out UDI label. The probable root cause for the observed physical damages could be due to normal wear and tear or could be due to user mishandling. The top cover, front enclosure, and the UDI label were replaced to address the observed physical damages. The autopulse platform was manufactured in 2013 and is eight years old, past the expected service life of 5 years. The archive data review showed multiple ua07 error messages on the customer reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the ua07 error message displayed upon powering on, thus confirming the reported complaint. The load cell characterization test revealed that load cell #2 was defective and was replaced to address the ua07 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the autopulse platform with sn (B)(4). Ccr 32150 was reported on august 08, 2017, and the load cell was replaced to address the ua07 error.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on. The user was unable to clear the ua07 error message. No patient involvement.